Event description:
It was reported there was fluid leaking from a hole on the suction control ring of the lithotripsy transducer. The event occurred during a therapeutic percutaneous nephrolithotripsy. The procedure was delayed in the middle of the procedure to obtain another similar device in order to continue to completion of the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported there was fluid leaking from a hole on the suction control ring of the lithotripsy transducer. The event occurred during a therapeutic percutaneous nephrolithotripsy. The procedure was delayed in the middle of the procedure to obtain another similar device in order to continue to completion of the procedure. There were no reports of patient harm.